Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a correction injection and their pump¿s insulin on board (iob) didn¿t reflect insulin and it caused an over delivery of insulin from their pump. The customer's blood glucose (bg) level subsequently decreased to over 50 mg/dl. The customer received third party assistance from their daughter, who provided carbohydrates and watched the customer overnight to address bg. It was also reported that the customer fell twice because of the low bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.